Event description:
It was reported that the zimmer skin graft mesher was not meshing the graft. Additional clinical follow up with the customer indicated that there was some non-uniform cutting and the graft was not evenly meshed, however the donor graft was still useable. There was no pt injury, delay of the procedure starting, or medical intervention. There was no increase in surgical time reported by the customer for the surgery in which the reported issue occurred.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.